Event description:
It was reported the devices were used during a cystectomy with ileo-conduit. It was reported the ez45g stapler reportedly did not fire properly formed staples. Unformed staples fell out of jaw into pt and were retrieved. Also during the case the firing trigger of an ez45b broke off the stapler while being fired. Also during the case the tlc55 stapler was fired but could not complete its cycle because it locked out prematurely. The procedure was completed with suture. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50546.